Event description:
The instrument was returned for repair. Evaluation of the device found the instrument failed electrical performance testing with evidence of a short circuit on the bipolar insert. There was no report of injury as a result of this malfunction.

Manufacturer narrative:
Concomitant products: ID# cev669b bipolar handle lot # 05/03; ID# cev6795b tube lot # 091001; valley lab bipolar cable ID# cp393-2 lot # unknown. (B)(4). Four instruments were returned for repair. The bipolar insert failed electrical testing. There is no visible defect on the tube coating. After disassembly of the electrodes a burn trace is observable at the same level on the coating of both wires; the insert was replaced. The bipolar handle and tube were tested; no issues were detected and both instruments passed all manufacturing specifications. The bipolar cable failed electrical testing; the cable was replaced. The instruments were returned to the customer.